Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the back. In addition to elevated blood glucose levels, patient experienced vomiting, a head ache, and diarrhea. Patient was subsequently hospitalized and treated with an insulin drip. Patient no longer has pod, therefore, it is not available for return. Patient reported no audible alarms or alerts during use of device.

Manufacturer narrative:
Upon review of originally reported information, patient's hospitalization included admission to the intensive care unit with a blood glucose exceeding 500mg/dl.

Manufacturer narrative:
Patient had submitted a written letter with additional information. Patient had used an insulin pen to fill the pod and was advised by diabetic educator this would impact the pod's performance. Additional user guide quotation: using the pod 5 / pages 47, 49 do not use any other type of needle or filling device besides the syringe provided with each pod. The fill syringe is intended for single use only and should be used only with the omnipod system.